Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics at this time has been submitted. Placeholder.

Manufacturer narrative:
Visual and functional evaluation: there are some water spots and scratches present on the handle indicating it has been used. Aspiration tube of handle is clear and free of blockage. The luer features were checked with luer gages and found to be within tolerance. Based on the results of this evaluation the returned unit met the manufacturing requirements when manufactured. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported during a cataract procedure, a new set of an irrigation/aspiration handle and tip caused a vacuum problem. The surgery center attempted to resolve the issue by the re-sterilization of the accessories. After the sterilization was completed, vacuum issues continued. The surgery center indicated that occlusion does not occur and vacuum does not increase. Although there was no patient injury reported, there was a significant delay of 45 minutes to complete the procedure. The delay occurred due to the surgery center had to wait for the sterilization process before using the accessories again. The surgery center did not have back up accessories to proceed with procedure at the time of the surgery center having vacuum issues.